Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No e/a alarm, no charge or battery lasts less than expected anomaly, no rewind anomaly and no unexpected error message anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had stop and restart rewind and batteries only lasting 1 week. The device will not be returned for analysis.